Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be definitively identified; however, the following factors likely contributed to the 'breakage of the probe' malfunction: the probe¿s distal end was forcefully pressed against the tissue while the output was activated, or the output was activated while twisting the scissors with the tissue grasped. This likely caused cracks in the probe. A force was applied to the distal the probe, causing the probe to break at the cracks. For the 'worn out grasping surface' malfunction, the probable cause is that the grasping section may have closed without capturing any tissue between it and the distal end of the probe while the ultrasonic output was activated repeatedly. Additionally, it was not confirmed whether the tissue was fully resected during repeated activation of the ultrasonic output. The event can be prevented by following the instructions for use which state: the content of the instruction manual (drawing number: ge4980, revision number: 14 ) was reviewed. The instruction manual contains the necessary and enough information to handle the device as follows: activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the probe detached from the pistol grip during a therapeutic procedure. The device was replaced with a similar one, allowing the procedure to be successfully completed without any reports of patient harm.